Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have a pericardial effusion. No treatment or intervention was performed. The patent was monitored. No other complications were reported to have occurred, and the patent is expected to make a full recovery from this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was noted to have a pericardial effusion. No treatment or intervention was performed. The patent was monitored. No other complications were reported to have occurred, and the patent is expected to make a full recovery from this event.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patent was noted to have a pericardial effusion. No treatment or intervention was performed. The patent was monitored. No other complications were reported to have occurred, and the patent is expected to make a full recovery from this event.